Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was report that as patient was walking she felt stem break and went to the hospital. The surgeon took patient to o.r. Later in the day surgeon found that cup was impinging on the stem wore it thin til it broke. Pulled it all out and replaced it with accolade 2 stem, tritanium primary cup with mdm insert and liner with a -2.7 biolox delta -2.7 head.

Manufacturer narrative:
An event regarding crack/fracture involving an accolade stem. A medical review also confirmed shell malposition. Method & results: -device evaluation and results: visual inspection: a visual inspection was performed as part of the material analysis report. This visual inspection stated that: the articulating and proximal sides of the cup are shown in figure 7 and 8. Scratching was observed on the articulating surface. A section of the distal rim had abrasion markings. In the vicinity of this section, an abrasion region was observed on the proximal surface. Dimensional inspection: not performed as there were no allegations in relation to device dimensions. Functional inspection: not performed as alleged issue could not be replicated. The material analysis report concluded that impingement conditions were observed at two locations on the cup/insert assembly. The stem was fractured at the neck in overload due to impingement with the cup. No material or manufacturing defects were observed on the device features examined. -medical records received and evaluation: a review of the provided information by a clinical consultant reported that : cup malposition in very low inclination and absent anteversion has caused impingement between stem neck and cup rim creating an overload condition in the arthroplasty bearing with fatigue build-up ending in a device fracture exactly at the location of overload. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: a review of the provided information by a clinical consultant concluded that: cup malposition in very low inclination and absent anteversion has caused impingement between stem neck and cup rim creating an overload condition in the arthroplasty bearing with fatigue build-up ending in a device fracture exactly at the location of overload. However no material or manufacturing defects were observed on the returned devices. Further information such as additional xrays, patient history & follow-up notes are needed to investigate this event further. If additional information becomes available, this investigation will be reopened.

Event description:
It was report that as patient was walking she felt stem break and went to the hospital. The surgeon took patient to o.r. Later in the day surgeon found that cup was impinging on the stem wore it thin til it broke. Pulled it all out and replaced it with accolade 2 stem, tritanium primary cup with mdm insert and liner with a -2.7 biolox delta -2.7 head.